Event description:
It was reported that a loss of telemetry monitoring occurred for approximately 30 patients for one hour. No injury or relay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.